Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
* Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-05058 addresses the first wallflex stent. It was reported to boston scientific corporation that two wallflex esophageal fully covered stents were used during a stenting procedure on (B)(6), 2010. According to the complainant, as the physician advanced the stent through the gastric pouch, the tip detached from the delivery system and fell into the patient (this device the subject of manufacturer report # 3005099803-2010-05058). The physician removed the device and attempted to use another wallflex stent when the same issue occurred. The physician left the tips within the patient, and had no concern about letting them pass naturally. The procedure was aborted at this time. For this case, the stents were being placed in order to establish luminal patency for a patient that underwent a standard roux-en-y gastric bypass; there was no associated malignancy. The physician added that the patient's anatomy was very tortuous, and that the angle the stent was being pushed through was almost 45 degrees, resulting in a high level of stress being placed on the device. The anatomy was predilated, as well. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. It should be noted that the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. As these devices were used during a gastric bypas procedure, this has been identified as an off-label use.